Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was fractured resulting in a high number of short v-v intervals, no capture, a lead impedance warning for high impedance resulting in a polarity switch. The lead was explanted and replaced. It was also reported that the right atrial (ra) lead exhibited a lead warning for high impedance and a polarity switch. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The analyst noted that the distal conductor was fractured at 21.5 cm from the connector pin. If information is provided in the future, a supplemental report will be issued.